Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("micro-insert breakage during placement") in a female patient who had essure (batch no. He012xv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("micro-insert breakage during placement") in a female patient who had essure (batch no. He012xv) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("micro-insert breakage during placement") in a female patient who had essure (batch no. He012xv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2017: quality-safety evaluation of product technical complaint. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.